Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 1720 after power up and self tests. They had removed batteries and tried it again but it continues to alarm 1720. They explained that the pump will need to be returned for service. The patient was not affected. The event occurred during pretest at the hospital. The operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.